Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery. A 3.50x38mm promus element ¿ long drug-eluting stent was deployed in the target lesion. However, after deployment, a non blood flow limiting long proximal edge dissection flaps was noted under fluoroscopy. Another 3.0x38mm promus element stent was overlapped and covered the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.